Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous circumflex artery that did not have calcification. During an intravascular ultrasound (ivus) procedure, a 190 cm balance middleweight universal (bmw) guide wire was advanced to the lesion. An unspecified balloon catheter was advanced over the guide wire for pre-dilatation. An unspecified stent was then implanted and an unspecified balloon catheter was used for post-dilatation. However, the distal part of the device separated inside a 7 fr guiding catheter, and migrated to the left anterior descending artery (lad). As it caused a dissection in the proximal and mid lad, two unspecified drug eluting stents were implanted to treat the dissection. The proximal part of the bmw guide wire was simply withdrawn and a snare device was used to remove the distal piece. The patient then developed cardiogenic shock; therefore, an intra-aortic balloon pump (iabp) and tracheal intubation were used. Additionally, catecholamine infusion was administered and the patient was sent to surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of dissection is listed in the hi-torque guide wires instruction for use as a known patient effect of coronary stenting procedures. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported detachment appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.